Manufacturer narrative:
Date received by MFR: 18jul2019. Date of this report: 07aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed air flow accuracy test issue. The fse recommended to replace the flow sensor to address the reported problem. Replacing the flow sensor corrected the issue.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed air flow accuracy. There was no patient involvement.